Event description:
It was reported that this patient was seen for six months follow up of this subcutaneous implantable cardioverter defibrillator (s-ICD). During the follow a battery depletion error was noted. Technical services (ts) review of the remote monitoring data confirmed the battery depletion alert occurred after the patients scheduled device alert monitoring check when remote monitoring issued a red alert. The previous office interrogation occurred in (B)(6) 2024 therefore the fault had not been cleared and most likely came up during a follow in (B)(6) 2024. The device was beeping between (B)(6) 2024 in a pattern of sixteen beeps every nine hours. Ts noted that currently the device was operating normally. Ts did see a t wave oversensing for an untreated episode in (B)(6) 2024. Ts noted that the battery depletion error occurred after a drop in battery measurements. It appeared that between the two measurements there was a total of twenty minutes of telemetry which was enough time to cause an error. The battery had since recovered. The device has since been interrogated and the error was cleared by programmer interrogation. The device was also interrogated the next day, and the increased battery consumption appeared to have occurred at the time the device was beeping. The high battery consumption was expected while beeping. Ts noted that the error can be reset, and no other actions related to the battery depletion error was required. Ts noted that out of range impedance measurements were seen in (B)(6) 2024 and the value were back to normal since then. Ts had additional questions regarding the case to address the out-of-range pace impedance measurements seen. No adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that this patient was seen for six months follow up of this subcutaneous implantable cardioverter defibrillator (s-ICD). During the follow a battery depletion error was noted. No adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that this patient was seen for six months follow up of this subcutaneous implantable cardioverter defibrillator (s-ICD). During the follow a battery depletion error was noted. Technical services (ts) review of the remote monitoring data confirmed the battery depletion alert occurred after the patients scheduled device alert monitoring check when remote monitoring issued a red alert. The previous office interrogation occurred in (B)(6) 2024 therefore the fault had not been cleared and most likely came up during a follow in (B)(6) 2024. The device was beeping between (B)(6) 2024 in a pattern of sixteen beeps every nine hours. Ts noted that currently the device was operating normally. Ts did see a t wave oversensing for an untreated episode in (B)(6) 2024. Ts noted that the battery depletion error occurred after a drop in battery measurements. It appeared that between the two measurements there was a total of twenty minutes of telemetry which was enough time to cause an error. The battery had since recovered. The device has since been interrogated and the error was cleared by programmer interrogation. The device was also interrogated the next day, and the increased battery consumption appeared to have occurred at the time the device was beeping. The high battery consumption was expected while beeping. Ts noted that the error can be reset, and no other actions related to the battery depletion error was required. Ts noted that out of range impedance measurements were seen in (B)(6) 2024 and the value were back to normal since then. Ts had additional questions regarding the case to address the out-of-range pace impedance measurements seen. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This report is being filed to correct the date of the event.